Event description:
Customer reported the ett split when attaching the medtronic in-line 5fr. Suctioning adaptor. It was reported the user facility "felt the adaptor was a little larger than it use to be and this probably contributed to the ett splitting". The patient had to be re-intubated. No patient harm reported.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore a representative sample was taken from production at the manufacturing facility and testing was conducted. A visual exam was performed and no obvious defects were detected. The tube's connector was removed from the tube and no split in the tube was observed. The tube was then trimmed using a scalpel. No split in the tube could be detected. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the ett split when attaching the medtronic in-line 5fr. Suctioning adaptor. It was reported the user facility "felt the adaptor was a little larger than it use to be and this probably contributed to the ett splitting". The patient had to be re-intubated. No patient harm reported.